Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure and crashing the program. The customer reported they were able to get medication, but there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to replace retractor band. A field service engineer troubleshooted and found the main drawer 2.2 row b not detected on bus and slight damage to retractor band. So, replaced with the band and no further issues were reported. The system functioned as intended.